Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 55 mg/dl, had raisins and sandwich and checked blood glucose level was 86 mg/dl. Customer tried to calibrate but calibration not accepted and it failed and states change sensor. Customer declined troubleshooting on the insulin pump for low blood glucose. The devices will not be returned for analysis.